Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during day fill 1. The fill volume (fv) equaled 0ml. The registered nurse (rn) stated she had disconnected and reconnected solution bags. The baxter technical service representative (tsr) explained the setup was compromised. The tsr advised the rn to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.